Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 346mg/dl. Elevated bg levels were treated by administering a bolus, and the issue resolved. The customer¿s bg levels had dropped back down to 88 mg/dl 2 hours later.